Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is submitted for the first revision surgery in 2015 related with another pi. It was reported by surgeon that there is a first revision surgery performed in (B)(6)2015 due to knee instability, x-ray show condyle step on skyline view revision of distal femur implant and all the small component of the knee whereby the second revision surgery performed on (B)(6) 2021. The primary surgery performed in (B)(6) 2009.